Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report high blood glucose. The blood glucose reading at the time was over 600. The customer had treated with manual injections. Customer mentioned that the insulin pump isn't delivery insulin as it should and that no alarms are being given. The customer refused troubleshooting. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.